Event description:
It was reported that patient is planning to have their system explanted for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.